Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On may 7, 2018, it was reported that the ratchet handle was not working correctly and spinning freely. On may 15, 2018, it was clarified that issue occurred on (B)(6) 2018. There was no harm, injury or adverse events were reported. There was no extension or delay reported. Another device was not used to complete the surgery. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on may 7, 2018 revealed the handle was jammed and the device was unable to ratchet. There was no lubrication on the handle. The comb was bent. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on may 30, 2018 which included replacement of the comb. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event "the ratchet handle was not working correctly" was confirmed since the handle was jammed and unable to ratchet during product review. The reported event of "the ratchet handle spinning freely" was not confirmed since the handle was jammed and needed lubricate in order to move during product review. The cause of the ratchet handle not working correctly was due to no lubrication on the ratchet. The root cause of the ratchet handle not working correctly could not be determined with the provided information since it is unknown how the lack of lubrication occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that during decontamination / sterile processing, it was noted that the ratchet handle was not working correctly and spinning freely. No patient harm and no impact on surgical time was reported. No adverse events were reported as a result of this malfunction. Product review revealed the handle was jammed and the device was unable to ratchet. There was no lubrication on the handle. The comb was bent.